Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with an unknown antibiotic for peritonitis. Thirteen days after admission to the hospital, the patient was discharged. On the same day, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.